Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e28062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. Five days later, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.